Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged graft failure is related to the v.a.c.® drape. According to the nurse, the v.a.c.® drape was incorrectly placed; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c.® therapy with a new graft placement. Apply v.a.c. ® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2023, the following information was reported to kci by the patient: the patient's wound was grafted on (B)(6) 2023 and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was applied on (B)(6) 2023. The v.a.c.® dressing allegedly did not maintain a good seal and was "sopping wet." On (B)(6) 2023, the v.a.c.® dressing was removed and resumed on (B)(6) 2023. On (B)(6) 2023, the wound was grafted again and v.a.c.® therapy was placed on hold. On (B)(6) 2023, the following information was reported to kci by the nurse: on (B)(6) 2023, during of the v.a.c.® dressing, the graft allegedly adhered to the v.a.c.® dressing. It appeared that the v.a.c.® drape and steri-strips had been incorrectly placed. On (B)(6)2023, another graft was placed and v.a.c.® therapy was placed on hold. The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.